Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device issue was due to normal depletion of battery life. The patient lost a ton of weight and the physician may want to re position the lead deeper. It was noted that no problem was observed with the lead but was just preparing in case the physician wanted to move the lead. There was no symptom reported related to reported issue. There was no troubleshooting or plan to remove the lead at the moment. The cause of the lead problem was not determined. It was later reported that the case was scheduled for (B)(6) 2016. Additional information received on 2016-02-17 stated they did not need to use the tunneling tool she had been looking for. Stated the patient was having a device replacement for a couple reasons. The battery was nearing battery depletion, normal battery depletion; the patient had lost 150 pounds since device was first implanted. Because of the weight loss the lead had moved out of position, due to the decrease in the patient¿s body mass. So the physician just removed the old system in entirety and implanted a new system. Stated the patient was now doing great and he was 100% free of incontinence.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that he needed a tunneling kit to move a lead from one side to the other side. No further information was provided. Follow-up was performed with the reporting rep but no further information was known. He had been calling for his manager. Further follow-up was performed to determine what patient was involved, what the reason for the lead revision was, and if the issue was resolved.